Event description:
I had an MRI 8:20 in the morning of that day. During the test I had a terrible reaction that had me crying & praying throughout the test in discomfort. I withstood it with great difficulty praying the whole time. When I emerged, I asked the technician if I would ever be able to hear again, she did not respond. Later that night my whole body felt electrified & nothing helped except going outside at about midnight & standing in the cold. I held back on calling 911. The next day I went to my pcp as my bp was quite elevated, they had trouble lowering it. Ever since I exited the machine I have suffered with tinnitus & struggled with anxiety. This was reported to my pcp at the time. I did not report it to the facility as my daughter was working there at the time and I also figured they wouldn't care anyway, & I didn't want to jeopardize her job.